Manufacturer narrative:
The disposable lapclinch tip was not returned in a timely manner, therefore no investigation could be conducted. No lot number was provided, therefore the device history record could not be reviewed.

Event description:
During a hiatal hernia, one of the tip's jaw fell into the pt cavity and it was removed. No injury to the pt was reported. The surgeon recognizes that it was a very difficult surgery, and that the required force used was greater than usual. No add'l pt info was provided.